Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that buttons were not working. The customer¿s blood glucose level was 180 mg/dl. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated pressing menu button did not take them to the menu screen. Customer stated using the up arrow did not allow them to navigate screens. Central buttons sometimes did not respond or appears to get stuck for a few seconds. Customer stated using the down arrow did not allow them to navigate screens. Customer stated the button was not unresponsive during an easy bolus attempt. Customer stated the buttons are responding now. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. Device properly tested with displacement test and self test. No button error alarm noted upon testing.(B)(4).